Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead perforated the patient's right ventricle. This lead was attempted to be repositioned, but the helix would not deploy again. Therefore this lead was then explanted and replaced. No additional adverse patient effects were reported.